Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet system and believed the pump was not delivering sufficient insulin for meals; usage data indicated frequent meal announcements used as corrections, and the user received education on proper pump usage and feature reminders, with a subsequent training session rescheduled after a missed appointment. Symptoms included elevated blood glucose levels consistent with hyperglycemia. Outcomes included no reported injury, hospitalization, alerts, or alarms, and a software update was completed and verified. Investigation included user interview, review of reported usage patterns, and verification of software status. Investigation of this case revealed no device malfunction or component failure, and the pattern of excessive meal announcements was assessed as a use-related issue that can impair algorithmic dosing adjustments. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with user technique impacting therapy rather than a device defect. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.